Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy when the pod was activated; the pink slide did not move forward, which indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Needle mechanism was reset and successfully able to deploy as intended during investigation. Investigation found score marks along the inside of the top housing, indicating interference with the linkage assembly, thereby causing the reported needle not deploying. Additionally, the exposed portion of the soft cannula was found to be torn, and the distal tip of the formed needle was dented. Cause and timing of the observed damages, and any relation between them and the needle not deploying, could not be determined. Lastly, device executed an 0x1c alarm indicating pump expiration time had been reached. This was confirmed against the device run time on the download data.